Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer jumped into the swimming pool with the insulin pump and it is vibrating without any alarms or alerts. Troublshooting was performed and the customer was advised to discontinue the use of the pump. The insulin pump will be returned for analysis.